Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate erratic readings of "36 and 74 mg/dl." On (B) (6), 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose twice per day and manages his diabetes with lantus insulin, actos, and glimepiride. On (B) (6), 2010 at 11 am, the patient obtained a blood glucose reading of "36 mg/dl" on the subject meter. The patient did not think that reading was correct as he did not have any symptoms. Furthermore, his blood glucose, which averages from 70-100 mg/dl, does not usually go that low. He retested minutes later and obtained a blood glucose reading of "74 mg/dl" and did not take any action in regards to diabetes management. Reportedly, 30 minutes later the patient lost consciousness. The paramedics arrived and provided the patient with oral glucose. The patient regained consciousness shortly after. The patient has made adjustments to his diabetes management and reportedly eats when his blood glucose is in the 70's mg/dl range. During troubleshooting, the customer care advocate noted that the readings were taken within 20 minutes of each other, the testing process was correct, and the test strips were in good condition and within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly passed out and received medical intervention suggestive for hypoglycemia 30 minutes after obtaining the alleged inaccurate erratic results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.